Manufacturer narrative:
Product analysis: the angled trailblazer support catheter was returned for evaluation. No ancillary devices, cine, images or procedure notes were returned for evaluation. When the device was removed from the packaging it was observed catheter was detached proximal from its hub underneath the strain relief. Visual inspection of the detached location of the catheter shows a twist. The distal section of the catheter was intact. All marker bands were accounted for. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an angled trailblazer device as part of a procedure. It was reported the catheter broke in the sheath when trying to advance, prior to insertion into the patient. A new trailblazer was used to complete the procedure. There was no patient injury reported. When the device was received for evaluation, it was noted the device was damaged.